Event description:
It was reported that the pt had an anterior infarction 1-2 days prior to coronary angioplasty in 2001. The lesion was pre-dilated with an unknown balloon, followed by placement of an express 24 x 2.5 mm stent, inflated to 16 atmospheres. Following deflation, the balloon withdrawal required considerable force to remove. The post-procedure angiogram appeared satisfactory with no evidence of dissection or thrombus. The andgiographic lumen appeared smooth in the stent. The pt had been pre-treated with tirofiban. There was significant disease with slightly slow flow- timi 2b. Five days later, the pt developed chest pain with new eletrocardiographic changes. Subsequent cardiac arrest occurred with unsuccessful but prolonged resuscitation attempts. Post mortem was carried out and thrombus was evident within the stent. There was also evidence of extensive anterior wall infarction, reflecting the initial presentation.